Manufacturer narrative:
The biomedical engineer (bme) reported that when the nibp cuff was connected to patient, it would pump up to 180 (for example) and will not release the pressure on the ay input unit for the bedside monitor (bsm) system. This was found at set up. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device. The following device was used in conjuction with the main bsm unit and was the unit that failed: input unit model: ay-653p sn: (B)(4) device manufacturer date: 06/05/2013 unique identifier (UDI) #: (B)(4) returned to nihon kohden: 06/29/2021 approximate age of device: 95 months

Event description:
The biomedical engineer (bme) reported that when the nibp cuff was connected to patient, it would pump up to 180 (for example) and will not release the pressure on the ay input unit for the bedside monitor (bsm) system. This was found at set up. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when the nibp cuff on the ay input unit was connected to a patient, it would pump up to 180 (for example), but then would not release the pressure. The ay input unit was connected to the bedside monitor (bsm). No patient harm or injury was reported. Investigation summary: the ay unit was evaluated by nihon kohden repair center (nk rc) and the reported problem was duplicated. The nibp pump was found to be malfunctioning. Nk rc replaced the affected parts. The bsm the ay unit was attached to was not returned with the ay unit. Nibp is a noninvasive determination of blood pressure and is used in conjunction with information obtained from other vitals and ECG to determine the patient's status. The risk of nibp failure is that there is a loss of monitoring of blood pressure for one patient. The bedside monitor will retain the ability to monitor the remaining vital signs and cardiac rhythm, as well as to generate alarms and transmit signal to a bedside monitor or cns. Nibp failures may result from device damage or broken components including damaged buttons on the control panel, broken nibp sockets on the bedside device, or physical damage impacting internal components (e.g., pump, dpu, power bd, digital bd).

Event description:
The biomedical engineer (bme) reported that when the nibp cuff on the ay input unit was connected to a patient, it would pump up to 180 (for example), but then would not release the pressure. The ay input unit was connected to the bedside monitor (bsm). No patient harm was reported.